Event description:
The reporter indicated that the serial adapter cable of his programming wand was loose, and that he had to hold the cable in place in order for the device to function properly. The product was returned and is currently awaiting analysis.